Event description:
In 2008, the patient reported that the plunger of her insulin cartridge became stuck to the piston rod of the infusion device resulting in a large amount of insulin spilling into the cartridge compartment. The patient was assisted with setting up her backup infusion device and she was educated on the proper procedure for changing the insulin cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.